Manufacturer narrative:
(B) (4). No product investigation is required as the event was related to a delivery issue. New test strips have been sent to customer.

Event description:
Customer reported that due to lack of delivery of test strips, she did not test her blood glucose and experienced "sweating", had a "bad headache" and "passed out." She was seen at a local hospital but no diagnosis is reported. She was treated with metformin. There was no report of death or permanent impairment in this case.